Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced unspecified malfunction which occurred 3 days after the sensor had been inserted in the abdomen. The patient reported that she was at work when she suddenly passed out without any warning symptoms. There is no cgm reading available as she did not have available readings on her phone as she was logged out, and was not able to log back in. The patient was found by a colleague who called an ambulance. When the paramedics arrived a fingerstick was taken and the blood glucose reading was below 20 mg/dl. The patient was given glucose tablets and orange juice, and the patient did not want to be transported to the hospital after the treatment was given. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a an unspecified malfunction is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.